Event description:
It was reported that the user experienced frequent post-meal hyperglycemia while using an ilet system and requested increased correction aggressiveness around meal announcements; the user performs fingerstick checks and replaces the infusion set within hours if glucose does not improve, and they reported no history of bent cannulas. Symptoms included hyperglycemia and bleeding from the eye. Outcomes included no reported hospitalization and no device alerts or alarms. Investigation included troubleshooting and education by the clinical team and assignment for additional training. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.